Event description:
It was reported that during the implant procedure after the first deployment thresholds were rising. An attempt was made to recapture the leadless implantable pulse generator (ipg) however the deployment button would not slide up and did not go up while the tether was locked, making it impossible to store it. Resistance was strong at the time and it was suspected that the tricuspid tendinous cords were retracted between the ipg and the recapture cone. The leadless ipg was successfully recaptured after being retracted into the right atrium and deployment was successful after the sixth deployment. A tricuspid regurgitation was observed on a postoperative echography, and a moderate tricuspid regurgitation was confirmed on a computerized tomography (CT) scan. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.